Event description:
The catheter broke right at the connector, as the pt pulled it out, but the staff can't find the 50cm of catheter. They don't know if it embolized or where it went, it doesn't show up on an x-ray.